Manufacturer narrative:
Since there was only a picture of the device provided and the device itself was disposed by the user facility, the root cause analysis is based on assumptions. Based on the complaint pattern/experience gained in europe, hardware-related causes why the clip does not deploy are basically absent. In virtually, all cases of such non-deployments were user-related. Potential error sources are mistakes in set-up (e.g. Pinching the thread) or use (entangling the grasper in the thread). However, the user has to ensure the clip application by visually controlling the white application ring. The instructions for use do clearly point this out.

Event description:
Within the endoscopic treatment of a flat poly at the transverse colon, a ftrd system set was used. The user did not deploy the clip and started resectioning with the hf-snare (clip and snare are both integrated parts of the ftrd system), resulting in a colon perforation. The patient went immediately to surgery for a laparotomy where the perforation was closed. The patient is doing fine.